Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) and an undersensed atrial signal. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) and an undersensed atrial signal. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.